Event description:
This is a spontaneous case report received from a lawyer/attorney in the united states, on behalf of a female plaintiff of unspecified age in united states on 10-aug-2016 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010 for permanent birth control. Following the implant, plaintiff experienced ongoing pelvic pain, abnormal bleeding, dyspareunia and lower back pain. Because of the symptoms that she was experiencing, she underwent surgery to remove the essure device on (B)(6) 2011. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain and abnormal bleeding (seen as genital bleeding). These events are listed in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including unscheduled and heavy bleedings may occur within consumers under essure use. Thus, based on a positive temporal relationship, lack of alternative explanation, and essure safety profile, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since an intervention was required (essure removal). Other nonserious events were reported. Product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device dislocation ("migration of essure device location of device: abdominal cavity") and genital haemorrhage ("abnormal bleeding") in a (B)(6) female patient who had essure (batch no. 688958) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 8 months 18 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), back pain ("lower back pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("left lower quadrant pain"). The patient was treated with surgery ((B)(6) 2011; hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, dyspareunia, back pain, fatigue, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, back pain, device dislocation, dyspareunia, fatigue, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: the plaintiff factsheet received: event device dislocation,fatigue,vulvovaginal pain,abdominal pain added and reporter added. Lab data added. Lot number added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), embedded device ("recessed deep into fallopian tube") and device dislocation ("migration of essure device location of device: abdominal cavity") in a 34-year-old female patient who had essure (batch no. 688958 invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fallopian tube perforation, gastroesophageal reflux disease, chest pain, foot pain, malaise, fatigue and painful respiration. No fever. Went to ER but workup was negative. There was no contrast material seen distal to the cornual portion. Both essure devices are in place. There is no contrast material within the peritoneal cavity. Concurrent conditions included cervicitis, endometrial metaplasia, nabothian cyst, chills, difficulty in walking and menses irregular. In (B)(6) 2010, the patient experienced embedded device (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)") and fatigue ("fatigue"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 8 months 18 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), back pain ("lower back pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("left lower quadrant pain"). The patient was treated with surgery ((B)(6) 2011; hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, device dislocation, dyspareunia, back pain, fatigue, vulvovaginal pain and abdominal pain lower outcome was unknown and the embedded device, vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain lower, back pain, device dislocation, dyspareunia, embedded device, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: different result within tubal occlusion 10 coils in uterine and 6 coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010: total bilateral occlusion. Pathology report: submitted in formality is a uterus with bilaterally attached fallopian tubes. The specimen weighs 103 grams. The uterus alone, measures 8.5x6.7x4.1 cm_ the exocervix measures 3.3 cm in diameter. There is a central linear 1.3 cm white os which is surrounded by a rim of yellow to red ulcerated tissue. This rim averages 0.5 cm in width. The cervical mucosa external to this area of ulcerated has a smooth, shiny, light tan appearance. The triangular endometrial cavity measures up to 3x1.8 cm. It is lined by light tan endometrial mucosa which averages less than 0.1 cm in thickness. The right fallopian tube measures up to 5.5 cm in length. Its distal fimbriae half appears slightly distended and hemorrhagic. Its proximal half has an average diameter of 0.3 cm. Concerning the injuries reported in this case, the following one lower left abdominal pain were confirmed in patient¿s medical records: most recent follow-up information incorporated above includes: on 14-aug-2018: pfs received- event abnormal bleeding updated to abnormal bleeding(vaginal), abnormal bleeding(menorrhagia) were added and outcome of these event updated to recovering / resolving. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device dislocation ("migration of essure device location of device: abdominal cavity") and genital haemorrhage ("abnormal bleeding") in a 34-year-old female patient who had essure (batch no. 688958 invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fallopian tube perforation, gastroesophageal reflux disease, chest pain, foot pain, malaise, fatigue and painful respiration. No fever.went to ER but workup was negative.there was no contrast material seen distal to the cornual portion. Both essure devices are in place.there is no contrast material within the peritoneal cavity. Concurrent conditions included cervicitis, endometrial metaplasia, nabothian cyst, chills, difficulty in walking and menses irregular. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 8 months 18 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), back pain ("lower back pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("left lower quadrant pain"). The patient was treated with surgery and surgery ((B)(6) 2011; hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, dyspareunia, back pain, fatigue, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, back pain, device dislocation, dyspareunia, fatigue, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: different result within tubal occlusion 10 coils in uterine and 6 coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pathology report: submitted in formality is a uterus with bilaterally attached fallopian tubes. The specimen weighs 103 grams. The uterus alone, measures 8.5x6.7x4.1 cm_ the exocervix measures 3.3 cm in diameter. There is a central linear 1.3 cm white os which is surrounded by a rim of yellow to red ulcerated tissue. This rim averages 0.5 cm in width. The cervical mucosa external to this area of ulcerated has a smooth, shiny, light tan appearance. The triangular endometrial cavity measures up to 3x1.8 cm. It is lined by light tan endometrial mucosa which averages less than 0.1 cm in thickness. The right fallopian tube measures up to 5.5 cm in length. Its distal fimbriae half appears slightly distended and hemorrhagic. Its proximal half has an average diameter of 0.3 cm. Concerning the injuries reported in this case, the following one lower left abdominal pain were confirmed in patient¿s medical records: most recent follow-up information incorporated above includes: on 18-jul-2018: quality department mentioned that the reported lot number was invalid. FDA codes were added. No follow-up ptc investigation will be provided incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow-up received on 28-sep-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain and abnormal bleeding (seen as genital bleeding). These events are listed in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including unscheduled and heavy bleedings may occur within consumers under essure use. Thus, based on a positive temporal relationship, lack of alternative explanation, and essure safety profile, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since an intervention was required (essure removal). Other nonserious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.